Manufacturer narrative:
To date the lead has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
---

Event description:
Approximately eight days later, a revision procedure was performed due to a suspected insulation break or lead fracture. During the procedure the physician noted that a lead fracture was visible under the suture sleeve and that this was not a material failure but rather stress that occurred at this location near the lead causing it to break the wire. The lead was successfully explanted and returned for analysis. The physician elected to replace the device as well during the revision procedure. No allegations were made against the device. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead, received more than 20 inappropriate shocks and was subsequently hospitalized. Evaluation of stored episodes revealed oversensing, a rise in pacing impedance from 500 to 3,000 ohms and noise. An x-ray was taken and found a discontinuity of the wire in the lead body, this could be related to the positioning of the lead near the subclavian vein. An insulation break or lead fracture was suspected by the physician. During the follow up at the hospital, the lead was unable to pace the patient due to the oversensing and noise. Isometric testing was performed and confirmed the oversensing of the lead, however at no time was pacing inhibition observed due to the patient's fast intrinsic beat. The decision was made to reprogram the device while the patient continues to be monitored at the hospital. A data disk and x-ray were sent into boston scientific technical services (ts) for review and a lead replacement was recommended. At this time the patient remains hospitalized and the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 235mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve tie down area. Insulation damage could not be confirmed by analysis. The lead was archived at boston scientific.

Manufacturer narrative:
At this time the lead remains in service. A final report will be sent after information is recieved of the data disk review by boston scientific technical services (ts). If a revision is performed and the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.